Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h8, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error b30, no image, air/water channel with white residues a root cause could not be identified. Based on the results of the investigation, the most probable cause of the scope communication error b30, no image was due to bad plug unit failure. Additionally, the most probable cause for air/water channel with white residues could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope did not display an image during inspection for use (prior to patient use). There were no reports of patient involvement.